Event description:
Customer's husband reported that customer passed away on (B)(6) 2014. Customer's husband did not provide any information regarding the death. He stated that he did not want to talk about the passing or answer any questions right now. He agreed to provide information for a death investigation, but he requested that he not be contacted for at least one month. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.